Event description:
It was initially reported that patient may have a "possible granuloma". Patient had experienced pain, "loss of function in legs" and weakness in legs. Patient was hospitalized. It was later reported that they removed the tip of the catheter, put the pump in minimum rate until patient was able to have a catheter revision; catheter revision was not yet scheduled. Drug in device was demerol and clonidine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: 2002 (B)(6), explanted: unk catheter: model 8598, lot# b006027n49, implanted: 2004 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).